Event description:
The consumer states that her son had been using the toothbrush for between four and six weeks however the family has been using this same type of toothbrush for about two to three years. The consumer indicates that she was brushing her son's teeth for about ten seconds when her son started coughing and choking; this is when the consumer noticed that the unit had broken off and a piece of the toothbrush was lodged in her son's throat. The consumer immediately sat her son down and patted him, being able to dislodge the piece that got stuck. The consumer inspected the toothbrush and noticed that the head is separate from the handle, which the consumer believes is unsafe; the head of the toothbrush was the piece that broke off and injured her son. The consumer plans on keeping the toothbrush for at least the next thirty days in case an investigation ensues. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2017, this date is an estimate. The product was damaged before the incident: no. The product was modified before the incident: no. Document number: (B)(6), report number: (B)(6).